Event description:
In this event it is reported that start-x tip ems insert broke during use. The broken part removed from the mouth of a patient. No injury occurred. No product will be returned.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No product will be returned and no lot# available. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.